Manufacturer narrative:
Product complaint # (B)(4) investigation summary the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photos investigation revealed nothing indicative of a device nonconformance. As stated on the surgical technique guide: if a gt ring attachment plate is to be added to the construct, use the sizing templates for the gt ring attachment plate to first determine the proper gt ring attachment plate size (small vs. Large) relative to the anatomical profile of the gt. Note that the sizing template for the proximal femur plate cannot be assembled with the sizing template for the gt ring attachment plate; however, to plan the overall construct length, the proximal femur plate template may be overlaid on top of the gt ring attachment plate template, by aligning the most proximal edge of the proximal femur plate template with the etched curve on the gt ring attachment plate template. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Functionality cannot be assessed through photo evidence provided. Therefore, the investigation could not draw any conclusion about the reported event. The overall complaint was not confirmed as the observed condition of the va-lcp ppfx proximal femur plate 3.5/4.5 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part number: 02.221.122s lot number: 55488p3 manufacturing site: mezzovico release to warehouse date: 13 mar 2025 expiration date: 01 mar 2035 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the 10 hole right va ppfx standard plate opened with small right va gt ring attachment plate. After repeated attempts the scrub nurse surgeon and registrar could not connect the two. This was done on the table not in the patient. It was lined up perfectly as far as I could see but the connecting screw on the gt ring plate seemed too big for the hole in the ppfx standard plate no matter how much perseverance or anti clockwise turns to try and get it to drop into place or altering the angle of the screwdriver/screw worked. After this a second pfpx plate 11 hole this time and a second gt ring plate large right were opened to try and eliminate issues with either the hole or the connection screw. No combination of these implants were able to be put together. A second scrub nurse came to the table and tried to assemble the products for a further 30 minutes while the surgeon continued with the operation. After the case was finished, I attempted to assemble the products and failed. The surgeon finished the operation using the standard plate only but has said the operation and outcome could be compromised due to the inability to assemble the products and gain the additional fixation the gt ring plate would have provided.